Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff of unspecified age in united states on 20-jul-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. On (B)(6) 2016 (as reported), the hsg (hysterosalpingogram) test was performed and showed that her left fallopian tube was not occluded. The hsg also revealed an essure device in the leftward aspect of the uterus and was not within the fallopian tube. The plaintiff was advised by a physician that she will require a hysterectomy to remove the migrated device. At the reporting time, she continued to experience the symptoms, but not limited to, abdominal cramping, bleeding and painful intercourse. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device in the leftward aspect of the uterus and was not within the fallopian tube. She will require a hysterectomy to remove the migrated device. This event, seen as device migration, is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention will be required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 7-mar-2017: there is no need to update ptc (pv-pqs). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that essure device in the leftward aspect of the uterus and was not within the fallopian tube. She will require a hysterectomy to remove the migrated device. This event, seen as device migration, is serious due to its medical importance and anticipated in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident as a surgical intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in the leftward aspect of the uterus and was not within the fallopian tube / left fallopian tube was not occluded"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s)" on (B)(6) 2015. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 18 days after insertion of essure, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxious"), mood altered ("moody"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery and surgery. Essure was removed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, device expulsion, menorrhagia, abdominal pain lower, anxiety, mood altered, dysmenorrhoea, depression, alopecia, vaginal discharge, fatigue, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2015, hysterosalpingogram (hsg), results- unilateral occlusion (right tube occluded), malposition of essure device, migration of essure device. Right occluded. Left not occluded, left coil migrated, suggested a partial hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : hormonal changes describe: moody and anxious, abnormal bleeding (general), psychological or psychiatric problems condition: depression anxiety, malposition of essure device location of device: uterus migration of essure device location of device: uterus, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, failure to occlude (close)fallopian tube(s) vaginal discharge, fatigue, hair loss added as events, patient, reporter and product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in the leftward aspect of the uterus and was not within the fallopian tube / left fallopian tube was not occluded"), device breakage ("device breakage"), device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube(s)" on (B)(6)2015. The patient's concurrent conditions included gestational diabetes since 2007. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 11 months 18 days after insertion of essure, the patient experienced anxiety ("anxious") and depression ("depression"). On (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), mood altered ("moody/ pre-menopause mood changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse"). On (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In december 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery and surgery. Essure was removed. At the time of the report, the device dislocation, device breakage, device expulsion, genital haemorrhage, menorrhagia, abdominal pain lower, anxiety, mood altered, dysmenorrhoea, depression, alopecia, vaginal discharge, fatigue, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6)2015, hysterosalpingogram (hsg), results- unilateral occlusion (right tube occluded), malposition of essure device, migration of essure device. Right occluded. Left not occluded, left coil migrated, suggested a partial hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.